Manufacturer narrative:
The returned device was evaluated and the pod download data showed a 0x14 occlusion alarm generated. During investigation, no damages or defects were found in the fluid path components. Generation of the hazard alarm stopped the delivery of insulin. The actual cause of the reported hazard alarm could not be determined. Inspection of the device found drag marks on tube nut below the clutch spring, closer to the reservoir cap. This indicated an interference between tube nut and reservoir cap, caused due to misalignment between them. But it could not be determined if it linked to the hazard alarm generation. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod for less than an hour their blood glucose level rose to over 250 mg/dl.